Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing not being conducted properly due to leakage from bending section cover (a-rubber). The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, the air/water cylinder had foreign objects, and the distal end had foreign objects coming out of it due to clogging of the air/water tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the annual inspection process. In addition to the foreign objects found in the air/water cylinder and at the distal end, other evaluation findings are as follows: the grip and the connecting tube were scratched; the switch box and the scope connector case unit were dented; water tightness was lost due to a pinhole on the bending section cover; the play of the right/left knob was out of standard value due to wear of the angle wire; the adhesive on the bending section cover was detached; the adhesive around the objective lens was discolored; and there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.